Manufacturer narrative:
D4 & h4: serial number, UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist dialed into the server, ran a downtime query, and found no messaging stuck in the server pool. The synchronization information in the patient encounter system was checked, and all devices were synchronized to the current date and time. The health sight viewer was logged into, and no issues were found with communication or override mode. The tss confirmed with the customer that the issue has been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that abd pyxis¿ es server, which server was down. Unable to login to the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.